Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-02581. Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 during which the scs leads were explanted after an unsuccessful attempt(s) to reposition them.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-02581. It was reported the patient was experienced a "grabbing" stimulation in her ribs. X-rays revealed the leads have migrated. The right lead has been rendered "unusable." An sjm representative was able to achieve some stimulation using the left lead. Surgical intervention will be taken at a later date to address the issues. The patient has not experienced any falls, the physician suspects there may be inadequate fascia grip.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report:1627487-2016-02581. Additional information received indicated the patient had a lead implanted on (B)(6) 2016 and reported effective coverage during intra-operative testing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-02581. Follow up information identified therapy has resumed and stimulation is effective. Issue has been resolved.